Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant due to a non-functioning helix. No adverse patient effects were reported. It was reported that the physician turned the rotation tool 1 turn per second about 15-18 times and the helix did not move.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present in the helix housing and confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress and that there was crimp sleeve migration as a result. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.